Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36.

Event description:
The customer observed (B)(6) combo results on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial (B)(6), repeat (B)(6). Repeat using the plasma tube of the patient was (B)(6). It is unknown which result (B)(6) matched the clinical presentation of the patient. There was no impact to patient management reported.

Manufacturer narrative:
01march2018 the suspect medical device size code was changed from 04j27-33 to 04j27-32. 12march2018 results from the western blot confirmation test was provided and the sample was confirmed positive for the following hiv proteins p17, p24, p31, gp41 and gp120. Therefore, the architect result was false negative. 22march2018 the product evaluation was completed: further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.